Manufacturer narrative:
The reported event is confirmed manufacturing related. Received 1 all silicone temp sensing foley catheter with sample port connector. Verified manufacturing lot number ngjy4778. Visual inspection noted no obvious observations. Using the in house luer lock syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and leakage was present at trifurcation site due to a pinhole measuring 0.013 in. This does not meet specifications which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12182448. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had three cases of sterile water leaks that occurred from the catheter branch point. The dates mentioned were 26oct2025 lot ngjz2896, 01nov2025 lot ngjy4778 and 05nov2025 lot ngkn0583. Per investigator's notification received on 04mar2026, it was reported that asymmetrical balloon was found during sample evaluation for the row event date 05nov2025 lot ngkn0583.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had three cases of sterile water leaks occurred from the catheter branch point. The dates mentioned were (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025.